Event description:
It was reported that this left ventricular lead exhibited a loss of capture and loss of pacing with a change in the pace impedance measurements. The pace impedance measurements were high and out of range. A lead fracture was alleged. A revision took place and a bipolar left ventricular lead was implanted, while this left ventricular lead was explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).